Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address instability and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the submitted device confirmed accelerated wear due to third body debris being introduced into the joint space. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. A worldwide complaint database search found no other reported incident against the provided product/lot combination since release for distribution. The investigation could not draw any conclusions about the root cause of the third body debris. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.